Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. It is unclear as to what actually caused the fire. The massive release of the combustible gases (e.g., methane and/or hydrogen) in combination with the diathermy most likely didn't cause the flame. In operations on the anus, emptying of bowel gas or possibly feces often occurs. In an open environment even when monopolar current is used, there are no known similar cases of gas evacuation resulting in an explosion/fire. It is more plausible that the pt's covering was wet with the alcohol disinfectant and ignited when diathermy was applied. This finding is supported by the location of the combustion and the course of the event. Nevertheless, warnings involving combustion of bowel gases as well as flammable disinfectant are covered in the user manual. Lastly, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this situation. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a pt incident occurred with the electrosurgical unit (esu/generator) in combination with bipolar forceps (part number 20195-030, serial number (B)(4)). The pt was undergoing a procedure to remove marisks. A blood vessel was being coagulated when a massive emptying of bowel gasses occurred. A flame was then reported ad the pt's covering caught on fire (note: an alcohol disinfectant was used on the pt as well). Despite immediately removing the pt from the source of fire, burns occurred resulting in tissue necrosis on the buttocks. The pt was transferred to a hospital for further treatment (e.g., wound care, antibiotic treatment, etc) and monitoring. Note: the esu is a model distributed in the u.s. With a similar part number (u.s. Part number 10128-206). It was distributed by our parent company ((B)(4)) to a medical facility in (B)(6).